Event description:
A report from (B)(6) advised that they had rec'd a report from a coroner's office wherein 3 cases of significant esophageal injuries were found at autopsy in pts intubated with the combitube by paramedics. The esophageal injuries were reported to have documented and photographed. This was reported to have occurred sometime in (B)(6) 2009, exact incident dates are unk.

Manufacturer narrative:
Covidien made attempts to petition the coroner's release of further info regarding the pts and the reported injuries. No consent to release pt info was given. There was no allegation of a malfunction of the combitube and as noted, no info provided regarding the usage of the combitube.